Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during a pre-use inspection of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, a hair was discovered within the primary package of the device. The device was not used on a patient; accordingly, no patient adverse events resulted from the product issue. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, and specifications of the device was conducted during the investigation. A device was not returned and therefore cannot be evaluated, however, a photo was provided by the customer and it is clear that a piece of foreign matter, likely a hair, is inside the packaging. With this information, the complaint can be confirmed. Additionally, a document based investigation evaluation was performed. A review of relevant manufacturing documents showed no notable gaps in production or processing controls. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the photos, and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel and will continue to monitor for similar complaints. This failure mode is being escalated per internal processes.